Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According the complainant, during the procedure, the physician had difficulty positioning the papilotome at 11 o'clock. Reportedly, the papilotome rotation is not effective within the working channel. Additionally, the cutting wire orientation was incorrect with respect to the plastic tip. The procedure was completed with as second truetome 44. There were no patient complications reported as a result of this event.